Event description:
The manufacturer received information from a third party service center alleging a ventilator failed steps during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.